Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient's attorney states the following: on (B)(6) 2022, the patient received a custom-made prosthesis. The mako-supported knee tep (left knee) was performed with the involvement of stryker. Stryker was already involved in the planning before the surgery. The bone resection was ultimately performed according to this planning. A tibial bearing insert with a thickness of 13 mm was used intraoperatively, the dimensions of which led to serious problems and ultimately to revision.